Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump and may continue using it. Caller was advised to call back if malfunction recurs, which they acknowledged and understood.